Manufacturer narrative:
The disposable arm accessory has not been returned for evaluation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided at this time, this complaint is being reported because cannula seal ring fell inside the patient. The cannula seal ring was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the center ring of a cannula seal detached and fell inside the patient. The fragment was retrieved in the same procedure. The procedure was completed with no reported injury. On 6/28/2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a da vinci-assisted right inguinal hernia repair, a portion of a cannula seal fell out into the patient. It was confirmed that only the center portion of the cannula seal came out, not the entire seal. The si cannula seal center broke off in the final third of the case while passing a 3-0 vicryl suture and then inserting an instrument. The customer was able to retrieve the piece with ease during the same procedure. The affected cannula seal was not saved. The cannula seal was inspected prior to use and they did not see any indication prior to the case that this seal was damaged in any way. At the time the issue presented, the customer was using a cadiere instrument; passing a suture. The 5mm needle driver was what had previously been in that location. There were no instrument collisions, no contact was made with any hard object or anything other than what a normal passing requires, all fragments were retrieved same procedure, visually confirmed by piecing the seal back together. No post-operative imaging was needed. The case was completed robotically and there was no adverse event, harm to the patient, or patient injury.